Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The helix difficulty allegation was confirmed as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead dislodgement. As the patient was not able to comply activity restriction, a piece of the tissue prevented full retraction of helix. This ra lead was replaced with the same model and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead dislodgement. As the patient was not able to comply activity restriction, a piece of the tissue prevented full retraction of helix. This ra lead was replaced with the same model and will be returned back. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the patient having no activity restrictions and the lead was dislodged. Moreover, there was a piece of tissue that prevented full retraction of the helix. This ra lead was replaced with the same model. No additional adverse patient effects were reported.